Event description:
Investigation continued to be performed for the reset event. The reset event only occurred once with no repeat events after reenabling therapy. While no conclusive root cause was identified, a comprehensive review of device design identified several potential root causes. These include rare single bit upset corruption events within the device sram, firmware anomalies that could trigger automatic reset of the device under certain circumstances, or transient hardware faults. Given the low risk and no conclusive root cause, there are no formal design corrective actions planned at this time.

Event description:
A m1000 generator was interrogated to have been disabled due to error code 10. It was noted that autostim was disabled similar to a new device. The patient was reprogrammed on at reduced settings. The device was also programmed off several times and rechecked. No additional issues were observed. Magnet swipe was performed and registered. It was noted that the patient had an MRI on (B)(6) 2020 and the last record magnet swipe was on (B)(6) 2021. The patient was noted to use the magnet frequently. Patient was reported to have had increased seizures in the last month. Caregiver was noted to be verifying no other procedures had been performed. Programming data was received and reviewed. It was observed that the generator reset likely occurred on (B)(6) 2021, which corresponds close to the last recorded magnet swipe. Error code 10 correlates to a "security violation", which can occur when the generator attempts to access restricted areas of memory; however, this is unexpected as the restricted addresses would not be used by ipg firmware. No additional relevant information has been received to date.